Event description:
It was reported that a pt had a lobectomy performed. The device was placed across the pulmonary artery. The device was closed and fired. The staples divided. The artery began to bleed. The surgeon then proceeded to hand sew. The pt lost blood and required a blood transfusion. 45 mins of extended surgical time was released from the hosp in 2004. Pt lost 3000ccs of blood; replaced with packed cells and fresh frozen plasma. The device will not be returned for analysis.